Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
This report is provided because additional testing was performed on the device after our device evaluation medwatch was submitted. The additional device evaluation data can be found in this section. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the display window were noted during the visual inspection. No data was available because the insulin pump was received with no battery in the battery tube.

Event description:
It was reported that the customer passed away due to diabetes complications. It was stated that the infusion set cannula was bent and the customer's blood glucose was 1000 mg/dl. The caller stated that the insulin pump was never returned to her by the hospital. Nothing further was reported.